Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device was received at the service center and inspected. Performed service and repair functions. Service history review found nothing that could have contributed to the complaint. Device disassembled and decontaminated as per the service manual during initial evaluation. As per the customer's complaint, the device would not hold the burr in place, and to correct this the locking head upgrade would need to be performed. Unrelated to the customer's complaint, the unit was causing an output shorted error. Correcting this would require replacing the cable assembly. Also, the motor was heavily corroded due to fluid ingress and would need to be replaced. However, it has been determined that at this time repairs will not be conducted on the device. The device will be placed into long term hold until further notice. Since the unit will not be shipped, there will be no box label attached. Also, since repairs will not take place there will be no electrical safety or micro handpiece (B)(4) device history sheet attached. No further repair activities will take place at this time. A review into the depuy mitek complaints system revealed no other complaints for the complaint device serial number that was released for distribution. This serialized device was manufactured prior to kimball, therefore a DHR cannot be performed since the original manufacturer no longer exists and the current manufacture can no longer make any process correction or corrective actions if needed, per reference of memo. And at this time no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported via phone that his two tornado micro hand piece with buttons were not holding the shavers during a rotator cuff repair. The case was completed using back up devices. There were no patient consequences or delays. The devices are being returned.